Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited p-wave amplitude variation. The physician attempted to replace the lead but was unsuccessful due to patients anatomy. The lead remained implanted. The patient was stable.